Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a total lap nephrectomy procedure, the active blade of the device was cut in parts after operating ten minutes with it. This device was immediately replaced with a new one without any consequence and the surgeon was able to remove the cut piece of the abdominal cavity. The affiliate did confirm that the issue with the device did not have any impact on the patient nor the operation time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.